Event description:
A balloon ruptured on the first inflation during an iliac angioplasty of an extremely calcified lesion via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated that shaft displayed kinks and flat spots along its length. A longtitudinal tear, extending the entire length of the balloon, was noted. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a longitudinal tear in the balloon. It was also indicated this device was used in an extremely calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."